Event description:
Pt was found unresponsive with IV tubing detached at portal site. Remaining IV tubing was still connected to pt's cordis catheter tubing. A large amount of blood was noted on the floor. A code was called and the pt was resuscitated but died the following day.